Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the pt's clinic visit, the pt's system controller alarmed while being connected to a power module. The system controller leds illuminated, along with a continuous audible tone. The pt then became dizzy, and slid to the floor from sitting in a chair. The system controller was exchanged and the pt felt better. The hospital staff sent in the pt's log file to the MFR and it was noted in the log file that the pump started and stopped. The pt remains ongoing on the lvad.